Manufacturer narrative:
The initial "date received by manufacturer" on emdr 5078052with MFR report number 3030677-2024-02931 should be 07august2024."

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The initial "date received by manufacturer" on emdr (B)(6) with MFR report number 3030677-2024-02931 should be 07august2024."